Event description:
It was reported that after approximately one-third of a tracheobronchial stent graft had been deployed in an av fistula, the outer catheter broke near the hub. The entire stent graft system was removed without incident and another stent graft was successfully deployed. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.